Event description:
It was reported during a patient transport the cot allegedly dropped a position without anyone touching the unit. The serial number of the unit has been requested but has not been provided as of the date of this filing. No injuries were reported. Investigation of the device is in process and a follow up report will be filed after the evaluation.

Manufacturer narrative:
The complainant refused to return the device to manufacturer for evaluation. The alleged malfunction could not be confirmed. The complainant did state there was no injury to the alleged patient involved. Device not made available.

Event description:
It was reported during a patient transport the cot allegedly dropped a position without anyone touching the unit. The serial number of the unit has been requested but has not been provided as of the date of this filing. No injuries were reported. Investigation of the device is in process and a follow up report will be filed after the evaluation.